Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited false pause episodes due to undersensing. Upon review, some of the episodes were extended in duration. Programming changes were made. The patient was stable throughout.